Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and device analysis found the reported failure mode was due to the link traveling through the anterior foot slot. A review of the complaint handling database revealed 3 similar events for this failure mode. In-depth assessment of this root cause found it was extremely difficult to reproduce this failure in manufacturing; however, was much easier to repeat in simulated use testing. The link traveling through the anterior foot slot is not a systemic failure. This type of event will continue to be monitored per local quality procedures.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram to verify that the access site is in the common femoral artery. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No femoral angiogram was taken to verify the location of the puncture site. The physician is reportedly trained in the use of the proglide device. No additional information was provided.